Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Carefusion certified service technician evaluated the ac power adapter and discovered burnt pins. The service technician scrapped the ac power adapter. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA".

Event description:
The customer reported model palmtop revel ac power adapter is coming in for a verification checkout. At this time, it is unknown if there was any patient involvement associated with the reported statement.